Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to the patient experiencing severe glare, halos, and poor-quality vision following the implantation of the lens. The symptoms were described as very severe and debilitating, impacting the patient's ability to perform activities. The lens was explanted and replaced with an unknown eyhance lens. There was no capsule tear, unplanned vitrectomy, or use of sutures reported. No further information is available.